Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.168.100s, lot: l545329. Manufacturing location: grenchen, release to warehouse date: aug 25, 2017, expiry date: aug 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Part 04.168.100s lot l545329 is made from three non-sterile component parts: part: 04.168.000 (component part# 60123890), lot: l468773, manufacturing site: grenchen, release to warehouse date: jul 13, 2017. Part: 04.168.300 (component part# 60123910), lot: l492347, manufacturing site: grenchen, release to warehouse date: jul 18, 2017. Part: 04.168.500 (component part# 60123934), lot: l476195, manufacturing site: grenchen, release to warehouse date: aug 12, 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. H3, h6: product investigation was completed. The implant kit f/fem neck syst construct l 100 was returned for investigation. The review of the device history record revealed that this implant kit was manufactured in august 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The received condition of the complaint does not agree with the complaint description since the antirotation-screw could be locked in the received bolt with a screwdriver together with a 4 nm torque limiter. In addition, this complaint is rated as not confirmed from manufacturing standpoint since there is no evidence to support the allegation made in the complaint. Since no deviations were found in the documentation as well as during this investigation the relevant measurements performed are according to the specifications, which indicates that there is no manufacturing issue, no further actions have been taken. The product and the uploaded x-rays were reviewed, and no apparent product malfunction could be identified. Based on the provided post-operative image, the following can be noted regarding the system implantation: a) based on the 3d models for the fns kit, 04.168.100s, the antirotation screw appears to be fully inserted into the locking position (with respect to the tip of the bolt), but it cannot be stated if the torque limiting attachment was used to secure the antirotation screw. B) it is evident that the bolt/antirotation construct is not fully inserted as intended. C) furthermore, the fns plate is not seated flush on the bone. Since after the functional test the antirotation-screw has been locked in the received bolt and all the relevant features related to the complaint condition have fulfilled their specifications, a functional and or manufacturing issue can be excluded. No indication for design or manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a removal surgery for femoral neck system due to an implant cut out. An x-ray was taken on unknown date and showed an unlocked antirotation screw. Removal of the femoral neck system was very difficult thus the surgeon needed to use an unknown operace instrument kit during removal. The surgery took an hour and thirty (30) minutes to complete. Patient and procedure outcome are unknown. (B)(4) captures the intra-operative event occurred during removal surgery. This (B)(4) captures post-operative event that required removal surgery. Concomitant devices: femoral neck system plate (part 04.168.000, lot l468773, quantity 1), locking screw (part unknown, lot unknown, quantity 1). This report is for one (1) femoral neck system implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in netherlands as follows: it was reported that on an unknown date, the patient underwent a removal surgery for femoral neck system due to an implant cut out and non-union. An x-ray was taken on unknown date and showed an unlocked antirotation screw. Removal of the femoral neck system was very difficult because the anti-rotation screw was not fully locked or fell out and therefore blocked the implant to impact. Lots of forces after this event made it probably difficult. Thus, the surgeon needed to use an unknown operace instrument kit during removal. The surgery took an hour and thirty (30) minutes to complete. All the devices were removed and surgery was completed successfully. Patient outcome is unknown. (B)(4) captures the intra-operative event occurred during removal surgery. This (B)(4) captures post-operative event that required removal surgery.